Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -12.5/2.0/094 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to excessive vault. In a subsequent sugery later that day, a shorter length lens was implanted and the problem was resolved. Cause is reported as unknown.